Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient says last wednesday they saw "a code that says e04 and then the screen went blank". Pt says they had just met with a rep "a week and a half before that and they were tweaking it, and they were giving it more power so I have to charge more often since meeting the rep". Pt says they talked with a rep and made them aware of this last thursday. They said rep had them take battery pack out but it didn't come back on. Pt says that "since then since there was nothing on the screen they weren't getting any stimulation. So on tuesday they went to charge the controller and the screen came on somehow". The pt confirmed that the equipment is now working but they don't have the battery door. Pt eventually said that the whole reason they are calling today is that when they were resetting the controller, they had somehow lost the battery door. A replacement battery door was sent out. Additional information was received. It was reported pt called back, stating that they never received the replacement battery compartment cover. Pt re-reported issues documented in this case, and noted that they had the ins placed for sciatic pain in both legs and their buttocks area. Pt stated that since ins, they have had no pain in their right leg, but no relief in their left leg. Pt reported they still have major pain down their left leg, and have met w/ the mdt rep at the hcp's office 2x for reprogramming. Pt inquired about charging the ins more frequently w/ higher settings, which pss reviewed. Pt re-reported controller issues previously reported in this case where the pt tried aa batteries and a controller reset. Pt noted the controller started working after 5 days of not being able to use it. Pt inquired about the replacement process, which pss reviewed. Pt did not indicate they had the controller w/ them during time of call.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# /serial# unknown. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.